Event description:
It was reported that there were no v-sense markers. The analyzer cable was repositioned and changed out and the lead was repositioned, but still no v-sense markers. The caller closed the analyzer screen and went to the device screen and back to analyzer screen and had great v-sense markers. Technical support (ts) suggested running the service disk and forcing a long boot to clear any errors. Ts also suggested swapping out the analyzer with another one to see if the issue reoccurs. The analyzer will be returned for repair. No patient complications have been reported as a result of this event. It was further reported that the caller did not try the analyzer in another programmer, rather replaced it and the replacement analyzer was working well.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).